Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the absence of a magnet from the device. A field service engineer replaced insep magnet to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 6 displayed a message indicating it had failed to remain closed. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.